Event description:
Patient reported alleged lap-band fill tube separation and severe abdominal pain. Further information has been requested but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product as this time. Therefore no analysis or testing has been done. The reported event of abdominal pain is a surgical and physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and... Port site pain."